Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed, customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up with a purple font and slightly pixelated screen display after battery installation, no open book alarm noted. Unit was downloaded successfully using thus software for reference. Proceeded with the following testing to assure proper functionality of the unit. Unit passed sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test and displacement test. However, unit did not pass self test. Pump error 63 was noted during self test. The adapt tool was utilized to search for alarms that may have occurred in the past or a complaint call that might have triggered the reason complaint. During download review, pump error 68 and 49 alarm confirmed in (adapt) and history download. Pump error 68 appeared on 04/28/2024 at 09:34:39 and pump error 49 alert was noted three times on 04/28/2024 from 09:34:39 through 09:35:25. After second download of unit using thus software, pump error 63 was noted twice on 04/28/2024 at 11:16:48 and at 11:17:08 hour. File number 37 and line number= 367. Per software engineer log, pump error 63 was triggered in the self test since ambient light sensor test failed ( variable info = 3). Proceeded by cutting unit open and performed a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly. Moisture damage noted on electronic assemblies during visual inspection. J1 on pcba2 and motor gold flex connector were found corroded. In addition, the unit was received with scratched case, cracked keypad overlay at select button, cracked case on battery side and cracked case (battery tube). In conclusion, customer concern was not confirmed during testing when open book was not noted. Unit powered up properly after battery installation and was tested successfully. However, pump error 63 was noted during testing, triggered in the self test since ambient light sensor test failed ( variable info = 3). Moisture damage noted on electronic assemblies, j1 on pcba2 and motor gold flex connector were found corroded causing an electrical short. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.